Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing material utilized? If so, which product? Were the device jaws rinsed and the anvil wiped between firings? Was the device fired across or near an existing staple line or clip? Was buttressing material utilized? If so, which product? Was a leak test performed and if so, what was the result? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a lung resection procedure, the device was fired three times before to cut the lung tissue and no problems were found. The fourth firing with a blue reload to cut the lung tissue was also complete as expected. But the knife pushed the tissue during the fifth firing with the gold reload. The tissue was not cut completely and staples were irregular. They changed to another gold reload, but still had the same issue. The surgeon used hand sewing to fix the tissue and changed to a blue reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l52c3e. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? -unk. Were the device jaws rinsed and the anvil wiped between firings? -yes. Was the device fired across or near an existing staple line or clip? - unk. Was buttressing material utilized? If so, which product? - unk. Was a leak test performed and if so, what was the result? - unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cutting issues or malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.